Manufacturer narrative:
The device was received with the cannula undeployed and the pink slide insert was not seen in the viewing window. The downloaded data indicates the device ran 62 pulses completing first and second prime. Timeouts and a drive stall were observed in the data. No damages or defects were found along the needle mechanism or drive mechanism. The device was connected to a pdm before any of the internal components were manipulated. The needle deployed during the rerun and no timeouts or drive stall were observed. The cause of the timeouts and drive stall could not be determined. Due to the drive stall the device did not deploy as intended leading to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour and there was no reported impact to patient's blood glucose levels.